Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
It was reported that the patient presented for routine generator change. During the procedure a visual inspection of the right ventricular lead was performed. The physician noted that a portion of the insulation near the connector pin appeared different from the remainder of the lead body. A medical adhesive and suture sleeve were used to repair the insulation damage. All electrical parameters were found to be satisfactory, and the patient was stable throughout the procedure.